Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the dreamtome was inserted down the scope and positioned at the common bile duct. During cutting, the cut wire broke approximately midway down its length. The cut wire remained attached to the catheter at both ends. When the device was removed from the patient it was noticed that the cut wire was black in color and charred. The cutting mode and wattage setting of the generator were unknown. The procedure was completed with an autotome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.